Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 382544 lot # 5017998. Verbatim: nurses are reporting that the tip of the cath is often bent, frayed, or not smooth. When this happens they cannot advance the cath which makes them have to attempt another IV in a different location.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed and the cause appeared to be associated with use. One photograph and two 18g insyte autoguard units were provided for investigation. A v-shaped hole was found in one catheter tubing near the tip. The direction and size of the hole were consistent with needle puncture damage. The resulting damage likely affected the ability to advance the catheter. No other damage was observed on the returned samples. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage would have precluded venous access. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Additional information received on 12may25. I would not say harm per se but we did have to stick the patient again because the IV catheter malfunction on the first attempt.